Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
The nail was implanted on (B)(6)2024. However, the patient¿s leg has not lengthened as expected. The electronic remote controller (erc) function was checked to ensure proper operation. The device was replaced on (B)(6) 2024, to ensure proper operation. The patient was also re-educated on the lengthening process, but no progress was observed. On (B)(6) 2024, the nail was replaced, and the removed nail was tested on the back table using the fast distractor and the nail appeared to function correctly.

Event description:
No additional information has been provided.

Manufacturer narrative:
The device was returned for evaluation. It was measured upon receipt at 344.77 mm, which exceeds the original measurement recorded in the DHR at the time of production, indicating that the device had lengthened. Additionally, testing confirmed that the device could lengthen when used with a fast distractor. When placed in the force fixture, the device failed to meet the requirements of force output, producing a maximum force of only 50 lbs. X-ray imaging revealed a fracture in the housing tube near the anti-rotation crown feature. However, it remains unclear whether this fracture occurred during or after implantation. It is also uncertain whether this damage contributed to the device¿s inability to distract or achieve the required force output. A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.